Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with button error on their insulin pump. The customer's blood glucose level was reported to be 121mg/dl. The customer states the esc button is sticking. The customer was advised to discontinue use of the device, and that it would be replaced and need to be returned for analysis.